Manufacturer narrative:
Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
(B)(4). Concomitant products: hypertensive medication (bisoprolol, ramipril, amlodipine), diuretic medication (hydrochlorothiazide), proton pump inhibitor (nexium). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with four conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. The patient presented with an intramural hematoma characterized by a wall thickening of the descending aorta and particularly the aorto-abdominal transition. A carotid-subclavian bypass was performed in order to gain more landing zone for the most proximal device. The procedure was conducted as planned and no issues were reported. However, when recovering on the intensive care unit post procedure, it was noted that the patient had suffered a stroke as a result of an embolic event majorly affecting the left cerebral medial artery. In the context of aortic blood turbulences and due to the manipulation with different wires, the device catheter and the device implant, the physician thinks it is possible that aortic wall thrombi loosened off the wall and washed into the major cerebral supply vessels. The inpatient patient is currently being monitored on the stroke unit.